Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture and then inserted the was. The patient had an implantable cardioverter defibrillator (ICD) lead, so during the septal puncture the versacross connect and was were inserted and removed several times to avoid interference between the lead and the versa cross connect pig tail wire. The physician positioned the was in the laa of the patient and then inserted the wds. During the closure device deployment, an increase in pericardial fluid was confirmed and a decrease in the patients' blood pressure was observed. A left atrial appendage perforation was suspected, so the closure device placement was urgently completed, and a pericardiocentesis was performed. Angiography was performed to confirm the bleeding point, but no apparent damage to the left atrial appendage was observed. Nearly 1000ml of blood was suctioned, and a protamine reverse was performed. Blood was continued to be suctioned, and the blood pressure was significantly dropping, so a surgical thoracotomy was performed. No obvious source of bleeding was confirmed during thoracotomy. The patient was intubated and transferred to intensive care, but the patient regained consciousness on the same day and was in a stable condition. The patient is scheduled for extubation. No other complications were reported to have occurred, and the patient is expected to make a full recovery. It was further reported that the patient is recovering well from this event and has since been discharged from the hospital.

Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician performed the transseptal puncture and then inserted the was. The patient had an implantable cardioverter defibrillator (ICD) lead, so during the septal puncture the versacross connect and was were inserted and removed several times to avoid interference between the lead and the versa cross connect pig tail wire. The physician positioned the was in the laa of the patient and then inserted the wds. During the closure device deployment, an increase in pericardial fluid was confirmed and a decrease in the patients' blood pressure was observed. A left atrial appendage perforation was suspected, so the closure device placement was urgently completed, and a pericardiocentesis was performed. Angiography was performed to confirm the bleeding point, but no apparent damage to the left atrial appendage was observed. Nearly 1000ml of blood was suctioned, and a protamine reverse was performed. Blood was continued to be suctioned, and the blood pressure was significantly dropping, so a surgical thoracotomy was performed. No obvious source of bleeding was confirmed during thoracotomy. The patient was intubated and transferred to intensive care, but the patient regained consciousness on the same day and was in a stable condition. The patient is scheduled for extubation. No other complications were reported to have occurred, and the patient is expected to make a full recovery.